Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). No code was available for an additional procedure. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device would not take skin evenly across a 4 inch blade. The original graft harvest was usable. However, an additional graft had to be taken to complete the surgery. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). On (B)(6) 2017, it was reported that the device would not take skin evenly across the 4 inch blade. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(6) has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was march 6, 2014 where it was reported that the device requires service and calibration and the damaged hose, neck, width plates along with the standard repair parts were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on may 2, 2017 revealed that the head was worn and needed replaced. The depth bar was loose and was able to move side to side and the width plates were all worn. Repair of the air dermatome was performed by zimmer biomet (B)(4) on may 15, 2017 which included replacement of the machine head, semi-circle bearing, adjustment cam, vespel sleeve bearing, motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, solid neck piece, swivel, eccentric shaft and all width plates. The service technician noted that prior to repair, the device was outside motor speed specifications and was also outside calibration and side to side specifications at the zero thickness setting. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device would not take skin evenly across the 4 inch blade¿ was non-verifiable since no testing was able to be performed to try to replicate the reported event. However, it was noted during the initial inspection that the depth bar was loose and was able to move from side to side and the width plates were all worn. No testing was able to be performed to try to replicate the reported event. However, it was noted during the initial inspection that the depth bar was loose and was able to move from side to side and the width plates were all worn. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.